Event description:
Caller reported a continuous glucose monitor (cgm) error 42. Blood glucose level was within normal range. Technical support guided caller through a pump reset, after which the cgm error did not reappear, and caller successfully restarted sensor session.